Event description:
Baxter united kingdom reports a separation of the white twist sleeve from the blue roller clamp, thus allowing the pt's fluid to leak from the extension set. The transfer set was approximately 3 months old. Noted after use. No pt injury or medical intervention reported.